Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The reported issue was confirmed but the cause of the break could not be identified. The event can be prevented by following the instructions for use which state: operation manual "important information ¿ please read before use warnings and cautions caution ·do not apply shock to the distal end of the insertion section, in articular the objective lens surface at the distal end. Visual irregularities may result. ·if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leaking at the instrument channel, bending section rubber flabby, bending section glue crack, forceps passage leaking at the biopsy forceps channel, image oes black spot/scratches visible in image, bending section collapse, and low angulation. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis eus ultrasound bronchofibervideoscope distal tip broke off. The event occurred during preparation for use, prior to an endobronchial ultrasound (ebus) procedure. It was reported that the procedure was completed using similar device with no delay. There was no patient involvement, no harm or user injury reported due to the event.